Event description:
9/9/96 dr. Could staple by using a new product, no interventions were required.

Manufacturer narrative:
A1,2,3,4;b6,7;d10: information not provided by affiliate. D5,6;h4,6: information unavailable, device not returned for analysis.